Event description:
During a ptca procedure, the shaft of the catheter kinked and subsequently broke during advancement. The distal segment was removed with additional devices. Patient status is listed as "okay".